Manufacturer narrative:
D4 - primary UDI number: left blank as the UDI number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion pump displayed an air detector activated alarm and occurred prior to the administration of the medication. There was no patient involvement and no patient harm.